Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016 product type catheter.

Event description:
Information was received from a device manufacturer representative via a consumer regarding a patient receiving lioresal (2000 mcg/ml at 420.0 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported in march the patient began to feel that her tone had increased somewhat. It was noted the patient had a fall in march. The catheter was replaced as a result. The patient status at the time of this report was 'alive - no injury.' It was further reported by a healthcare provider (hcp) via a clinical study that there was catheter break/cut. The clinical diagnosis was noted as increased spasticity and stiffness in bilateral lower extremities. The patient experienced having problems with stiffness in her legs and legs jumping. An x-ray on (B)(6) 2016, gave results of the catheter not well visualized. There was a baclofen pump catheter fracture at the level of the posterior edge of the l4 posterior spinous process. The catheter was explanted and replaced. The event resulted in in-patient hospitalization. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. The outcome of the event was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Analysis identified the catheter body was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.